Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a zosyn infusion was initiated at 2228 to infuse over 4 hours with the device associated to the patient's medical record. At 0034, the nurse responded to the device alarming for "air in line" and found that the zosyn bag was empty and had infused faster than expected. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customers report that an infusion of zosyn infused faster than expected was not confirmed or replicated. The pcu event log identified an infusion of zosyn was programmed to infuse at a rate of 25ml/hr for a duration of 4 hours. The pump module alarmed for air in line and was then channeled off. The total volume infused was 51.837ml. It is not known why the device was channeled off. Functional testing, and internal/external inspection, performed on the returned pump module s/n: (B)(4) found the device to be in good working condition and delivering fluid within specification. The incident disposable set was not returned for this investigation. The incident disposable set was not returned for this investigation. The root cause of the reported pump had infused faster than expected was not identified. Patient was an adult. Gender (a.3) and weight (a.4) also not provided.

Event description:
It was reported that a zosyn infusion was initiated at 2228 to infuse over 4 hours with the device associated to the dult patients medical record. At 0034, the nurse responded to the device alarming for "air in line" and found that the zosyn bag was empty and had infused faster than expected. The customer further stated that there were no adverse effects caused to the patient from the event.